Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the event and confirmed that the device lost power multiple times during the event; however, the cause of which could not be determined. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during an event. Medical personnel were monitoring a patient's ECG waveform and co2. The customer advised that the device had 2 batteries installed that were fully charged. There were no adverse effect to patient as a result of the reported issue. The customer advised that there was no backup device available during transport.